Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange did not unfold. The physician "moved the application system back and forth and waited". The physician then attempted to deploy the second flange; however, when the second flange was released from the scope, the first flange moved out of its position and the stent fully deployed inside the scope. The stent was removed from the scope using forceps. The procedure was not completed as there was no other axios stent available. On (B)(6) 2024, a second procedure was successfully performed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6); reported here as the first name exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange did not unfold. The physician "moved the application system back and forth and waited". The physician then attempted to deploy the second flange; however, when the second flange was released from the scope, the first flange moved out of its position and the stent fully deployed inside the scope. The stent was removed from the scope using forceps. The procedure was not completed as there was no other axios stent available. On (B)(6) 2024, a second procedure was successfully performed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
E1: initial reporter first name: (B)(6); reported here as the first name exceeded character limit for the designated field. H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. H11: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found no damages. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand and stent positioning issue as the stent was not returned. Additionally, for the reported event of stent positioning issue this is a potential adverse event associated with the use of the device. For this reason, the event is catalogued as "known inherent risk of device there is no indication of what the customer reported because there was no stent returned. Therefore, a review and analysis of all available information indicated the most probable cause is kown inherent risk of device. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label.